Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Therefore no visual or functional testing could not be performed. We have been unable to establish a relationship between the device and the reported event or determine a root cause in this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the devices did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
The device used in treatment has been returned for evaluation. A visual inspection reported the device was received with high level of external dirt, requiring extra cleaning. The functional evaluation found no faults, although the unit was heavily odorous, requiring filter replacement. On this occasion we are unable to confirm a relationship between the device and the reported event or determine a root cause. A probable cause may include, kinks leaks and blockages in the vacuum circuit, please consult the IFU for further details. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. Complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Reassessment of this incident found it not to fulfill reporting criteria. Inappropriate device alarms and alarms that occur in the absence of a pump malfunction will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report.

Event description:
It was reported that during treatment the renasys touch device goes into alarm and displays the message "full canister" when the canister is not full. The treatment was completed with a back up device. No patient harm reported.